Event description:
The reporter stated that control media was being given via a thin catheter when the control syringe handle broke resulting in slight injury to the doctor. No further info was available on the dr's injury. There was no pt injury or treatment associated with this event.